Event description:
It was reported that excess solution was noticed around the port of a 3000ml eva bag after filling the bag with unknown solution. No additional information is available. This medical device report is report 1 of 2.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was received at the plant for evaluation. No defect was observed during visual inspection. No leak was observed during under water leak test (by filling the bag with colored water) and pressure test (by filling the bag with air). The sample was working within specification. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.